Event description:
Reportedly, on (B)(6) 2024, the patient was implanted with esprit dr pacemaker. After the pacemaker is connected, the ventricles did not pace. The implant position of the lead was changed for many times, the lead parameters were good, but no pacing was achieved when the pacemaker was reconnected. On the ECG, it could be observed pacing after the magnet was placed over the pacemaker. But when the magnet was removed, there was still no pacing. The patient developed ventricular tachycardia. The programmer showed that the threshold, sensing, and impedance were normal. The doctor wiped the lead tip in saline solution several times and reconnected the pacemaker several times. At around 1:40, the pacemaker returned to normal operation and started pacing. The patient suffered from ventricular tachycardia several times in the evening. On (B)(6) 2024, the patient's follow-up parameters were normal and he has been discharged. The patient had no symptoms of ventricular tachycardia before surgery.

Manufacturer narrative:
The conclusions are as follows: only the programmer file dated of (B)(6) 2024 has been provided. It would have been useful to analyze the files dated of (B)(6) 2024 (related to the tachycardia) and the files dated of (B)(6) 2024 to check the pacemaker behavior during the week post implantation. The patient files provided led to the following observations: under magnet application, the pacemaker presents a normal behavior with a pacing at 96 bpm. Without the magnet, it did not pace as expected: ddd mode at 60 bpm. Unfortunately, no files were provided to check the pacemaker's behavior except a monitor picture showing a heart rate at 36 bpm (patient escape rhythm). Based on the available information, the most likely hypothesis would be that there was a detection of a noisy signal in the ventricle preventing the pacing: o this noisy signal would have been detected after the lead positioning probably due to polarization or current leakage which has disappeared afterwards and the pacemaker returned to a normal functioning. O in case this noisy signal is intermittently detected, it could trigger asynchronous pacing which could generate tachycardia. This complaint is recorded for trending purposes. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2024, the patient was implanted with esprit dr with beflex rf45d and rf46d leads in (B)(6) hospital due to third-degree atrioventricular block. The atrial lead was implanted in the atrial septum (sensing 2.1mv, impedance 589o, threshold 1.0v), and the ventricular lead was implanted in the middle and high ventricular septum (sensing 4.1mv, impedance 772o, threshold 1.0v). After the pacemaker is connected, the ventricles did not pace. The implant position of the lead was changed for many times, the lead parameters were good, but no pacing was achieved when the pacemaker was reconnected. On the ECG, it could be observed pacing after the magnet was placed over the pacemaker. But when the magnet was removed, there was still no pacing. The patient developed ventricular tachycardia. The programmer showed that the threshold, sensing, and impedance were normal. The doctor wiped the electrode tip with saline several times and reconnected the pacemaker several times. At around 1:40, the pacemaker returned to normal operation and started pacing. The patient suffered from ventricular tachycardia several times in the evening. On (B)(6) 2024, the patient's follow-up parameters were normal and he has been discharged. The patient had no symptoms of ventricular tachycardia before surgery. The physician wanted to know why the intraoperative pacemaker was not pacing and why ventricular tachycardia was induced.